Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that most of the insulin pump's keypad was unresponsive. Customer reported that the insulin pump had recently been exposed to sweat. Blood glucose level at the time of the incident was 90 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.